Manufacturer narrative:
This product is not manufactured in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -5.0/1.0/074 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault . This exchange resolved the problem.

Manufacturer narrative:
B5-previously stated a -5.0/+1.0/074 (sphere/cylinder/axis) lens was implanted. Correct value is -5.0/+1.0/093. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture and residue on product. Visual inspection found no visible damage to lens and residue on lens. Claim# (B)(4).